Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk and missing end cap sticker.

Event description:
It is reported that the drive support disk is protruded. Customer's blood glucose reading is 400 mg/dl. Customer stated that he ran out of insulin before leaving for work, he is now treating blood glucose. Customer stated that the rubber sticker is also missing. Advised that insulin pump will need to be replaced. Advised customer to discontinue use of the insulin pump. Nothing further reported.